Event description:
Adverse event: interrupted procedure. Malfunction: difficulty tracking. A technician reported losing track when the pt's left eye looked straight to the fixation light. Adjusting the contrast did not help. The pupil size was 3mm. They were able to treat the right eye with no problem. The surgeon reported that the pt was not harmed or injured due to the reported event. During a follow-up conversation, the laser technician stated they were able to complete the surgery on the left eye.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager confirmed that the fixation light was out of adjustment. The tm performed an optical alignment of the laser, verified the eye tracker operation, and successfully performed the system verification. Conclusion: based on the results of the investigation, the root cause was due to the fixation light alignment. (B) (4)